Manufacturer narrative:
Product analysis: visually confirmed the mas connector is broken at approximately the base of the connector hex head. The bottom portion of the implant was missing and not returned for analysis. Optical examination of the thread form did not identify thread damage on the returned portion of the implant. Optical examination of the fracture surface appears to emanate from the root of the internal thread tooth outward, is roughly parallel with the tooth angulation, with evidence of linear shear lines on the fracture surface. Witness marks and material deformation identified on the external hex, consistent with torsional overload. The location of the fracture at the base of the connector head, the fracture surface angulation relative to the thread axis, absence of thread damage and direction of shear lines are consistent with torsional overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient presented with pre-op diagnosis as: c5/6 fracture-dislocations, c6 (left side) lateral mass fracture. For which patient underwent posterior lumbar fusion. Intra-op, the surgeon inserted lateral mass screws at left side of c5, c7 and at right side of c5/6/7. When surgeon tried to perform final tightening, the upper hexagonal part of set screw was broken. The broken part was unable to be removed because any drivers was not fitting it. There was a delay of less than 60 minutes in overall procedure time. Patient complications were reported unknown.no fragments of the product remained inside the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.